Event description:
It was reported that during a lap adrenalectomy procedure, the device broke, and the doctor retrieved the broken part. Then changed another to complete the or. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.